Event description:
Consumer reports having inaccurate results with their plink meter, erratic readings, ect.. Analysis run on clark error grid using mean average reading (210) as ref. Point vs. Bd reading (47) yielded data points in the e range of the grid, outside acceptable limits.